Event description:
The support handle of the acumulator (optional external battery module) released the locking mechanism during transport of the sc9000 monitor. The monitor and the additional battery modules are mechanically defective. The customer objects to material defect and safety when transporting over the patient bed.